Event description:
It was reported that during the pre-use check, a "no disposable, pump won't run" alarm went off. No additional information is available for this complaint. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Picture attached: 4 pictures were attached. Pictures were reviewed. Picture 1 shows a cassette product from part number 21-7302-24 in used conditions, with blue clip. Picture 2 shows the front view of the cassette product without the blue clip and with burr on the side of the bag. Picture 3 show the ay bag neck section from a flow stop cassette model. Picture 4 show the top view of a cassette product sample received: samples received consist in 1 cassette product received after use conditions, decontaminated and inside in a plastic bag visual inspection: no damage, kinks or any discrepancies that could cause the failure mode reported functional testing ? First pump: no alarms were activated functional testing ? Second pump: no alarms were activated conclusions: based on the no disposable alarm investigation and root cause conduct the mohawk exposure could be a factor during the use of cassette to activate the alarm. However the failure mode could not be replicate, complaint is not confirmed. A CAPA was opened to investigate the reported issue. A DHR (device history review) was performed and no problems or issues were identified during this DHR review., corrected data: h4: correction: device manufacturing date: 29-jan-2022 . D4: correction: device expiration date: 09-jan-2027.